Event description:
Facility reported to anspach service and repair: the small battery drive stopped working in the middle of a procedure. No patient harm was reported. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was returned and the investigation is ongoing. Placeholder.